Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to request rxverify to issue oxycodone 5mg tab. The customer gone through cubex application, which shown the status of the validation code column was required. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was found that the user was unable to request medical prescription verification. A technical support specialist (tss) assisted the customer through the cubex application by having the customer select the request code checkbox, enter the cell phone number, and click the request verify codes button. The customer stated they would wait for the pharmacy to approve the request. The tss connected with customer and checked in the mql cr rxverify menu, the request was approved by pharmacy. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.